Event description:
Patient presented with high lead impedance and was referred for full revision (replacement of the lead and generator). Patient underwent full revision surgery. The explanted products have not been received by product analysis to date. No other relevant information has been received to date.